Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs that could have contributed to this event. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. However, the ilet device was found to be triggering a significant amount of insulin occlusion alerts and a motor stall alert. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infection, leading to insulin resistance and an increased insulin need from the ilet. In addition, the user's possible allergic reaction to the infusion sites likely contributed to the frequency of occlusion alerts and subsequent suspension of insulin dosing, which then contributed to their hyperglycemia.

Event description:
On 6/28/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 6/27/24. The user reported to the cds that they had an abscess from removing an infusion site the previous week and was started on antibiotics. Due to the infection, their insulin needs increased, leading to a visit to the ER for hyperglycemia where they received IV fluids and insulin. The user is concerned that they might be allergic to the convatec inset (23", 6mm) teflon cannula infusion set, as they sometimes react to latex products. On 7/5/24 a beta bionics customer care agent followed up with the user about the event. The user reported on (B)(6) 2024 they went to the ER due to high bg, receiving IV fluids and insulin. They had to leave the ER that night for personal reasons but returned on (B)(6) 2024 and were admitted. The user was discharged from the hospital on (B)(6) 2024. During this period, the user's bg levels were above 400 mg/dl for several days. They felt very sick but did not perform ketone testing. The user has elected to switch to convatec contact detach (23", 6mm) steel cannula infusion set.